Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an app crash alert. A probable cause could not be determined via data.